Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after 20 months of implant duration. It is suspected that device programming contributed to the short battery life, as the ICD had stored several thousand episodes.